Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm was between 6.0 and 9.0 mmol/l. When the patient started to experience feeling unwell and ill, she took a fingerstick and the cgm reading was 6.0 mmol/l, and the blood glucose reading was 23.0 mmol/l. The patient went to the emergency room and when a fingerstick was taken there the blood glucose reading was 25.7 mmol/l. The patient was treated with intravenous insulin. The patient was discharged the day after the event. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.